Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was leaking from the reservoir. Customer's blood glucose was unknown. Customer mentioned the o-rings slipped out. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used reservoir found the second o-ring out of the groove.